Event description:
Event description guidant received information that for the third follow-up visit in a row, this implantable cardioverter defibrillator (ICD) exhibited out-of-range shocking impedance measurements. The device has had one episode since implant and no therapy was delivered. All other lead measurements are normal. The device has been implanted for 2.3 years.